Manufacturer narrative:
It was not reported if the author of this literature study was a health professional or not. As per author, the purpose of the article was to report a case of successful treatment of peritoneal dialysis-related peritonitis due to mycobacterium iranicum. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient frequently cultivated flowers and the cause of peritonitis was contaminated soil and water, specifically mycobacterium iranicum. The peritonitis was manifested by cloudy peritoneal fluid. On an unreported date, the patient presented to hospital and was admitted for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) infusions of cefazolin and ceftazidime, for five days (doses and frequency not reported). On an unreported date, the patient began treatment with oral levofloxacin 500 mg every second day and clarithromycin 400 mg daily. On an unreported date, the patient received imipenem 1000 mg daily. On an unreported date, (day 51), the ip imipenem was discontinued and oral minocycline 100 mg daily was introduced. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. On an unreported date, after discharge, all three oral antibiotics were continued for four months. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.